Event description:
It was reported that one pt who underwent high-risk, elective ankle and hindfoot fusion treated with rhbmp-2 augmentation developed deep infection. The pt was treated with local wound care, negative pressure dressings and antibiotics. Standard perioperative antibiotics were received.

Manufacturer narrative:
(B)(4). Literature citation: bibbo, et al, recombinant bone morphogenetic protein-2 (rhbmp-21) in high-risk ankle and hindfoot fusions, foot & ankle international july 2009 number 7. A review of the device history records is not possible without add'l device info. Neither the device nor (test results or imaging films) were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.